Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (3) ar-3636 knotless fibertak got locked up while shuttling the repair suture. All three fibertak locked at the same point, roughly one to two inches from the start of the loop on the shuttle stitch. The suture broke after the surgeon proceeded with little tugs after meeting resistance. This was discovered during a procedure. Additional information received on 5/9/2023: this was discovered during a labrum repair procedure on 4/25/2023 and was completed using another ar-3636 knotless fibertak from a different lot number. For the most part, the broken suture and anchors remain inside the patient.